Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that there was an "?" To "x" displayed on the epga icon during calibration of the oxygen analyzer. Calibration error 1765185 occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.